Event description:
The drape used in the perc tray has an adhesive backing which sticks to the pt. This particular pt had an allergic reaction to the material, red rash exhibited after removal from pt. The physician stated it occurs about 2-3 times out of ten pts. Checked on pt 1/2 hour after procedure and rash was gone.